Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that serial numbers of external neurostimulator and leads remained unknown as of now. Patient's weight was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device; product ID 3057, lot # unknown, product type screening device. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt pain in their lower back area and it hurt to sit back in a chair. The patient had to sit up straight to find comfort while seated. The patient had a pinching feeling in their lower back, upper buttocks on the left side. The patient was not sure if they were moving too much to cause the discomfort. The patient lowered stim from 4.8 to 4.5 and there was no longer the pinching feeling and the patient felt much better. Additional information was received nine days later from a healthcare professional (hcp) via a manufacturer representative. The patient thought they pulled out a wire and had a lot of urine gushing out. It was noted the issue was resolved at the time of the report. The patient¿s doctor was aware. No further complications were reported/anticipated.